Event description:
I have had multiple tampons with kotex click connect regular size from multiple different boxes over several months with the click connect shred apart inside of me and the invalid detach from the shredding. I thought this issue was solved in 2019? Clearly the issue is still happening. The tampon pulls out but you can feel it shredding to where you have to pull the stuffing out carefully hoping nothing is left behind. This is dangerous! And scary for the customer. I have lot number should someone need that. It does tend to happen when the tampon is slightly dry. But it shouldn't be happening period. I wasn't able to save the product as I was not home when it happened.